Event description:
Seventeen months after hvad implant, the patient reported power source change in the controller earlier than expected; this occurred with all batteries. Pump stops were also reported. The vad technician was able to confirm the pump stops via preliminary logs files review. The controller and batteries were removed from patient and a new set was supplied. There were no injures associated with this event.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. This is one of three reports (3007042319-2013-00176, 499 and 00500) submitted for devices related to the same event. No additional information will be forthcoming.